Event description:
It was reported that the rv lead was oversensing noise, leading to pacing inhibition. The patient was dependent. The rv lead was explanted and replaced. The patient was stable before, during, and after the procedure.